Event description:
Device 2 of 2. Reference: 1627487-2011-04204. The patient received her scs system on (B)(6) 2011, including two leads with different lot numbers. It was reported the patient was not able to receive effective stimulation with programming attempts. The physician replaced the patient's two percutaneous leads with one surgical lead.

Manufacturer narrative:
Evaluation: results: complaint could not be confirmed; the returned leads were returned cut and incomplete during explant and could not be analyzed. Both leads were visually examined under the microscope and no anomalies were observed with the exception of the cam and instrument marks on the outer tubing of the leads. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.